Manufacturer narrative:
Due to character limitations the complete e1: tel. No. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) could faintly hear the sound of air leakage. After the spare machine was replaced. There was no patient harm reported.

Event description:
The event is not reportable as the leak in iab circuit alarm was not confirmed by fse and there is no malfunction of the pump.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.